Event description:
It was reported that the subject device was inserted through the pt's mitral valve in order to provide left heart venting during a cardiac surgical procedure. At the conclusion of the procedure, as the surgeon attempted to withdraw the device from the left ventricle, the spring at the tip of the device became entangled in the mitral valve leaflets or the mitral valve papillary muscle tissue. The surgeon successfully removed the device from the heart, but he noted upon its removal that a tiny fragment of heart tissue was attached to the wire spring. Subsequently, the surgical procedure was completed uneventfully. The surgeon reported that assessments of the pt's cardiac function were performed post-operatively. These assessments revealed no deleterious effects from the event, and the pt was reported to have recovered normally and to be doing well.